Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 1989, a 54-year-old male patient underwent a percutaneous inferior vena cava filter implantation using a simon nitinol filter. Post the procedure on (B)(6) 2026, the filter was found to be fractured, one leg, retained locally. The current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. Five x-rays images review was provided and reviewed. The first image shows a filter in the venal cava with one of the arms dislocated from the filter. The second and third image also show the filter arm dislodged from the filter several millimeters from the filter. The fourth image is an enlarged xray of the filter arm. The fifth image shows an additional filter arm in the right pelvis. Therefore, the investigation is confirmed for the reported detachment of device or device component and unintended movements as the filter arm dislodged from the filter several millimeters from the filter. A definitive root cause for the reported detachment of device or device component and unintended movements could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (patient, device, method, result, conclusion). Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 1989, a 54-year-old male patient underwent a percutaneous inferior vena cava filter implantation using a simon nitinol filter. Post the procedure on (B)(6) 2026, the filter was found to be fractured, one leg, retained locally. The current status of the patient is unknown.